Manufacturer narrative:
(B)(4).

Event description:
It was reported that during implant procedure, the left ventricular lead exhibited high impedance. The lead was not implanted and replaces successfully. The patient was in stable condition.